Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during priming of the cleo® 90 infusion set tubing no insulin drops were observed at the end of the tubing. It was reported that 30 units of fill tubing was attempted. According to the report, the patient had performed a routine infusion change and had disconnected from the infusion site and inserted a new infusion site at the time of the event. During trouble shooting, it was confirmed that there was a blockage within the infusion set tubing. The patient's blood glucose level was 498 mg/dl at the time of the reported event. The patient tested negative for ketones. The patient changed their infusion site and delivered a correction bolus with the infusion pump to resolve their high blood glucose. No issues were observed with the infusion site when the package was initially opened. No permanent adverse effect to patient was reported.